Event description:
The manufacturer received information alleging a ventilator inoperative error code was observed on the device's error log for a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the error code, machine flow drift high, was observed on the device's error log. The third-party service technician further evaluated and determined the machine flow sensor had caused the error code to occur on the device. The device was scrapped. In conclusion, the device's machine flow sensor needs replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.